Event description:
The patient experienced dehiscence of a 2.5 cm section of her surgical wound soon after closure which was followed by plastic surgery, and the cardiothoracic team throughout her stay in the hospital. She was on cefazolin briefly as well as woundvac, but by discharge the surgical wound was healing nicely without any signs of infection or further dehiscence. Some tracheal aspirate and urine specimens did test positive for infection, however.